Event description:
It was reported to philips that the heartstart xl defibrillator was unable to cardiovert a pt and showed error ode 8000 in the system log. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.